Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the al326 instrument clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt.